Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message from the pump stating to remove and reinstall cartridge. The pump history confirmed that an altitude alarm occurred. Reportedly, there was a temporary delay in clearing the alarm. The customer's blood glucose level was not impacted.